Manufacturer narrative:
One nt 1000 neurotherm rf generator was received. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported temperature issue was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a lumbar radiofrequency ablation procedure a cancellation occurred. Following patient prep the probes connected to the generator could not heat to the set temperature. The issue was not resolved and the procedure was cancelled and rescheduled. There were no adverse patient consequences.